Manufacturer narrative:
A visual analysis was performed after disinfection. The working channel sleeve was not extended form the distal cap when received. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional evaluation was performed. The distal tip was articulated while a spybite device was inserted into the working channel and no issues with the working channel sleeve protrusion were identified. The condition of the returned unit was not consistent with the complaint incident that the working channel sleeve protruded. Most likely, the issue was due to anatomical/procedural factors encountered during the procedure, therefore, the complaint conclusion investigation code for the complaint is operational context. There is investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the distal part of the common bile duct during a cholangioscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, after taking several biopsies using spybite, the physician lost the position of the duodenoscope and the spyscope ds slipped out of the cbd. The physician wanted to reinsert the spyscope ds; however, as the device was articulated, it was noticed that the working channel sleeve protruded. Reportedly, no part of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.